Manufacturer narrative:
(2026). Therapeutic efficacy of water vapor energy therapy performed with benign prostatic hyperplasia. 133rd annual meeting of the japanese urological association 2026. Pp-20-07.

Event description:
It was reported to boston scientific via an abstract presented in the 133rd annual meeting of the japanese urological association 2026, that a study was conducted to investigate the efficacy and safety of patients who underwent rezum water vapor thermal therapy procedure to treat benign prostatic hyperplasia. A total of 58 patients, with median age of 73 years old, were treated with rezum between (B)(6) 2024 and (B)(6) 2025 at one institution in japan. Following procedure, 1 patient who was taking anticoagulants prior to procedure, and continued the anticoagulant therapy during procedure, required a bladder irrigation for hematoma removal after discharge. Additionally, 2 patients had an additional photo selective vaporization of the prostate surgery performed as there was insufficient improvement from the initial rezum therapy. Urinary retention was observed in 6 patients after removal of the catheter that was placed after rezum therapy; however, all patients improved after reinsertion and removal of the catheter.